Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was returned and evaluated by the manufacturer. No failure was detected and the device was found to be within its specification. The clinical outcome was of satisfactory and no failure was found in the device. This observation (of no visible donut) does not necessarily indicate a dysfunctional creation of the anastomosis but rather, more often may reflect coupling of the two donuts which may also occur with staplers and is not unique to the car. In such cases verifying the integrity of the anastomosis, visually, and if possible manually and performing a leak test, as performed by the surgeon, is the common practice in such cases.

Event description:
The surgeon fired the car device (first time) and afterwards there was no visible distal donut and the plastic piece of the ring appeared inconsistent. Air leak was performed twice and the anastomosis seemed fine.